Event description:
It was reported by the patient that her last generator (5 years ago), 2014, was completely depleted when it was replaced and she had suicidal thoughts and sleep deprivation that preceded her replacement. However, from past data known, the patient's device was not completed depleted at the time of explant and the explant was prophylactic. No additional information has been received to date.